Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No pump error 53 alarm, pump error 4 alarm or battery failed alarm during testing. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: failed batt/battery failed alarm on 02/09/2024 at 06:56:32.000, 06:57:01.000, 06:57:21.000 and 06:58:09.000. Pump error 53 alarm (file number: 10180, line number: 8192) on 02/09/2024 at 06:56:29.000 pump error 4 alarm on 02/11/2024 at 07:00:06.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Pump error 53 alarm and pump error 4 alarm found in the pump history, problem isolated to the electronic assembly. Customer alleged for battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a pump error 53 (software error detected), pump error 4 (the motor arm cannot communicate with the main arm) and battery failed alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump. The customer performed self test for the insulin pump and it got passed. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.